Event description:
The patient presented with an acute infarction and three vessel disease in 2004, which was treated by stent implantation. Nine days later the patient presented with an acute re-infarction, with a dissection and stent-thrombosis, which resulted in stabilization with re-stenting two of the stents.